Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the device check, one day post implant, the patients right atrial (ra) lead showed no capture, high thresholds, and diminished sensing with no measurable p-waves. An intervention was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.